Manufacturer narrative:
The complaint device is not available for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2017-10154, 1221934-2017-10155.

Event description:
The sales rep reported during a shoulder procedure while drilling the first hole with a gryphon drill bit, the drill did not seem very sharp. The surgeon inserted the anchor and it broke at the tip. The surgeon drilled a second hole 5mm from the first using the same drill bit, but wasn't confident enough to use the second gryphon peek anchor. He used a lupine drill which worked well and inserted a lupine anchor in the second bone hole with no patient consequences. This caused an eight minute delay. Nothing is coming back for evaluation.